Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer (B)(6): "device failed to start device reads failure to start pump, does not detect air detection. Device needs to be repaired and will be needing a new one. There was patient involvement, and a delay in therapy but the device was changed in order to continue the therapy to the patient acknowledgement letter will be sent to customer once cmr number is available.(B)(4). Pump treatment information: na. Type of drug: na. Delay in therapy: yes. Need for medical intervention: no. Human harm: no."